Manufacturer narrative:
This is a non-sterile device with no expiration date. Imdrf device code a0401 captures the reportable event of the valve brush part of the device came off.

Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used during a scope cleaning on an unknown date. During procedure, valve brush part of the device came off. The cleaning was completed with another hedgehog double-end brush. There was no patient involvement with this event.

Manufacturer narrative:
Block d4: this is a non-sterile device with no expiration date. Block h6: imdrf device code a0401 captures the reportable event of the valve brush part of the device came off. Block h10: the returned hedgehog double-end brush was analyzed, and a visual inspection observed that the brush had broken off. The reported event was confirmed. Based on all available information, it is possible for the brush to break if the brush is twisted or torqued while inside the scope and excessive force is used. Therefore, the most probable root cause is unintended use error caused or contributed to event. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used during a scope cleaning on an unknown date. During procedure, valve brush part of the device came off. The cleaning was completed with another hedgehog double-end brush. There was no patient involvement with this event.